Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. Upon device interrogation, it was noted that there was oversensing on the right atrial (ra) lead, which was resulting in pauses. There were also high thresholds and non-capture on the right atrial (ra) lead.